Event description:
It was reported that a ventilator's screen froze during use. The reporter stated the ventilator parameters could not be changed and the device was not properly ventilating the patient. It was also noted that a low flow oxygen reservoir was attached to the device. The patient was removed from the device and placed on an alternate ventilator. There was no patient harm or injury reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. Unrelated issues were found and corrected. The device passed all testing and was returned to the customer.